Event description:
It was reported that a caregiver stated the user experienced blood glucose drops while using the ilet bionic pancreas. Symptoms included hypoglycemia. Outcomes included no reported alarms and no reported medical interventions or hospitalizations. Investigation included review of available information and provision of general troubleshooting and education. Investigation of this case revealed no device alerts and no confirmable device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.